Event description:
Report received from baxter reported solution leakage apparently from the cap area during pt use. Reporter stated device contained 5 fluorouracil medication. Reporter indicated that probably the pt may have had some exposure to the contents of the device, but no pt injury or medical interventions were reported to have occurred due to this event.